Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic investigation of returned suspect camera finds that, as reported, the psu powered up with the amber fault light blinking. A check of the ndi toolbox indicated the bump sensor had been tripped. The bump event was recorded on (B)(6) 2013 at 6:20 am mdt. A visual examination of the psu revealed an impact point to the right end of the psu housing around the sensor lens. Additionally, the psu housing has yellowed overall, possibly from sun exposure. Functionally, the psu failed an aak test at .60 mm with a threshold of .35 mm. Due to the accuracy failure, the bump sensor could not be reset. There is overall physical damage to the psu. Electrical failure, system fault code and bump sensor activated, directly caused the reported event.

Event description:
A medtronic representative reported a navigation system camera displaying an orange light and not communicating with the system. There was no patient present when this issue was identified.